Event description:
It was reported that when the patient returned for 8 week post op follow up, the surgeon noticed the toe was loose and the patient complained of pain. The x-ray showed that the plate had cracked in half at the center screw so the patient was revised. The surgeon noted that he believes the patient did not follow his post op protocol as the patient moved to a new residence during the 8 week post op period.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.